Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power on properly) was confirmed. Upon investigation the charger/modem was unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board and a shorted q1 current-controlling transistor on the bedside pca. The root cause for the u1003 and u104 failure and the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the electrode belt failed incoming functionality testing as it was unable to communicate with a monitor. The cause for the failure to communicate with a monitor and the service code was isolated to an open red (can h) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt. Device manufacture date: battery charger/modem sn (B)(4): 12/23/2015; electrode belt sn (B)(4): 08/25/2011.

Event description:
A us distributor returned a patient's battery charger/modem sn (B)(4) and reported that it was not power properly. Additionally, a us distributor returned the patient's electrode belt sn (B)(4) and reported that the patient was receiving a service code 204 (belt/monitor unusable).